Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: insulation damage. Confirmed failure: scratches on insulation. Probable root cause: poor autoclave reliability incorrect sterilization/reprocessing procedure handling procedures contact forces product used beyond defined useful life. (B)(4).

Event description:
It was reported that insulation was compromised.